Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 4076 implantable pacing lead - (B)(6) 2013. (B)(4).

Event description:
It was reported that within a few weeks of implant, the right ventricular (rv) lead exhibited elevated thresholds and impedances. The lead will be revised and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.